Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2006, inratio: 0.8, lab: 1.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2006, inratio: 0.8, lab: 1.5, mean: 1.15, confidence limits: 1.0-1.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Inratio was outside the confidence limits for inr testing. Products will be tested.